Event description:
The customer reported that he was hospitalized with a low blood glucose reading of 45 mg/dl. The customer stated that the insulin pump delivered a bolus of 12 units on its own. The customer was uncomfortable using this insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.